Event description:
Low immulite 2500 intact pth assay results were obtained on two patient samples. The samples were retested on a different instrument and the intact pth results were positive on both samples. Patient's treatment was not altered and there was no report of adverse health consequences due to the discordant intact pth assay results.

Event description:
Low immulite 2500 intact pth assay results were obtained on two patient samples. The samples were retested on a different instrument and the intact pth results were positive on both samples. Patient's treatment was not altered and there was no report of adverse health consequences due to the discordant intact pth assay results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant intact pth results are unknown. No further evaluation of the device is required. The instrument is performing within specifications.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant intact pth results are unknown. No further evaluation of the device is required. The instrument is performing within specifications.